Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of about blood result reading "lo". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 82-99mg/dl fasting. Verified the strips expire 07/21/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a test, 247mg/dl not fasting. (B)(6).

Manufacturer narrative:
Product not yet returned for eval. Internal report #(B)(4).

Event description:
Consumer complaint of about blood result reading "lo". Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 82-99 mg/dl fasting. Verified the strips expire 07/21/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a test, 247 mg/dl not fasting. Reviewed meter memory: lo, (B)(6) 2015, 01:09 pm, fasting: yes; lo, (B)(6) 2015, 1:52 pm, fasting: yes; 161 mg/dl, (B)(6) 2015, 01:50 pm , fasting: yes; 188 mg/dl, (B)(6) 2015, 12:58 pm, fasting: yes; 100 mg/dl, (B)(6) 2015, 02:27 am, fasting: yes.